Manufacturer narrative:
This report is being supplemented to provide device evaluation results. The device was returned to olympus for evaluation. And the customer's allegation of poor image quality was confirmed, due to faulty cable. The device evaluation found the kinks and knot on cable. The investigation is ongoing. A supplemental report will be submitted, upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. The cause of the faulty cable was attributed to physical damage. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd autoclavable camera head had poor image quality. The issue was found during reprocessing. There were no reports of patient harm.